Event description:
Ous MDR - after an implantation time of approx 6 weeks, a pacing threshold higher than 5 volts was reported during a routine follow-up. The date of explant was not provided.

Manufacturer narrative:
Ous MDR - the performance of the lead under complaint was scrutinized. Analysis demonstrated that a stylet could not be properly introduced and advanced within the lead's lumen. This was due to severe deformations of the inner coil. These deformations led to a conductor fracture between the lead tip and the is-1 connector pin. Analysis showed that these damages were caused by over-rotation of the inner coil while retracting the fixation mechanism. In addition, the analysis demonstrated coagulated blood in the lumen of the lead. These blood residuals were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.